Event description:
The user facility reported that during a pci of a right coronary artery (rca) procedure the priority one catheter was torn. Follow-up communication from the user facility reported: (1) the procedure was being conducted on a stemi patient; (2) engaging the rca was difficult however once engagement was obtained a .014 bmw wire was inserted to the distal pda branch in the rca; (3) a 6fr priority one catheter was prepped and advanced over the wire; (4) the priority one catheter advanced with no problem; (5) dr. Grow then went to remove the catheter and felt resistance; (6) after pulling a little harder the .014 bmw fractured and the distal tip stayed on the priority one catheter: (7) the catheter and wire were removed without incident; (8) it was noted that the bmw wire was curled up on the proximalrx area and the catheter and appears torn about 1/2 of the rx segment; (9) the procedure was completed successfully; and (10) the patient is reported to be in excellent condition.

Manufacturer narrative:
The involved device was returned to the manufacturing facility for evaluation. Visual inspection confirmed that the combined guidewire was separated into two pieces. One piece was caught in the wire lumen of the aspiration catheter. The aspiration lumen was flushed and no issues were noted. The guidewire stayed in the catheter and could be pulled out proximally without any irregularity. The wire lumen is torn from the proximal port of exit to the tip about 4.6 cm long. Microscopic examination was performed to check the guidewire lumen area; the tube was broken with outward stress. The catheter was kinked at 23.6 cm proximal from the distal tip. However, we cannot determine, based on available information, if the kinking occurred during clinical procedure. The entire length of the guidewire segment stayed in the catheter approximately 30 cm. And the proximal portion is curled up. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot has not been reported previously. There is no indication that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information and the appearance of the involved sample is consistent with the device coming in contact with resistance. The potential for such an event is addressed in the instructions-for-use. The IFU states: "warning: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel perforation." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).